Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma which was managed conservatively by the hospital. The implantable pulse generator (ipg) remained in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.